Manufacturer narrative:
The intraocular lens was measured for diopter and is correct as labeled, 24.5 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information available is included in this report.

Manufacturer narrative:
The returned iol was received and is currently undergoing analysis at the manufacturing site. The iol met all manufacturing specifications prior to release. All currently available information is included in this report. An update to the MDR will be submitted when additional information is received. Device is currently being evaluated.

Event description:
It was reported the intraocular lens was removed and replaced without complication 3 weeks after initial implant date. Reason stated was patient's residual cylinder.